Event description:
Complainant alleged that the clinicians were pacing a pt's (age and gender unknown) heart rhythm with the device in ac mode, but the device intermittently shut down and then came back on, until it finally powered off. The clinician then obtained another device and continued pacing the pt's heart rhythm. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.